Event description:
It was reported that the patient was having a driveline power fault alarm. The log file captured driveline power fault alarms beginning at 8:14am on (B)(6) 2025. The system controller and modular cable were exchanged. The customer did not see anything inside of the modular cable connection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) identified through this evaluation. The root cause of the reported driveline fault alarms was determined to be the modular cable; refer to the modular cable investigation regarding these findings. Review of the submitted log files confirmed driveline power fault alarms that were ultimately determined to be due to the modular cable; refer to the modular cable investigation. The pump appeared to be operating as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. Review of the submitted image showed the inline connector of the pump cable, which appeared unremarkable. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.